Event description:
An 6 mm diameter x 60 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of an unknown lesion in 2002. Lesion location and morphology are unknown. It was reported that the device would not pass through the hemostasis valve of a 6 f pinnacle sheath. The device was not used, and another manufacturer's stent was used to complete the case. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned device has been completed. The device was returned with the stent well positioned between the proximal and distal markers. The sheath was not returned. The device passed through a 6 f terumo sheath without difficulty. The balloon inflated without difficulty and deflated within 14 seconds. Based on the investigation performed, it is not possible to determine the cause of the insertion difficulties.